Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons exhibited a delayed response for the last few days to a week. It was noted that several weeks ago, there was a hole in the audio bolus button. A damaged bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient denied that the pump was exposed to moisture. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported to the alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. The bolus button was found to be torn but was responding as expected. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up arrow and down arrow key contacts were found to be misaligned. The evaluation revealed that the up arrow keypad button was intermittently responsive. All other keypad buttons were responding to button presses. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.